Event description:
It was reported that the rv lead was explanted due to intermittent capture at the devices maximum output. No patient complications were reported as a result of this event. Additionally, an attorney alleged that the patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic and consequential damages.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned for analysis. Other: it was reported that the rv lead was explanted, due to intermittent capture at the devices maximum output. No patient complications were reported as a result of this event. Additionally, an attorney alleged that the patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic and consequential damages. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated, capture, intermittent.